Event description:
Original surgery performed on (B)(6) 2010. Patient reported to the FDA ((B)(4)), severe pain from a hip replacement surgery performed in 2010 for severe ra (reference: MDR 1226188-2012-00057). Surgeon felt that the shell has not been seated correctly from the original surgery. Revision surgery performed on (B)(6) 2012.